Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair with graft augmentation, with dermal allograft (repliform), extraperitoneal vaginal vault suspension with enterocele repair and cystourethroscopy due to urethral hypermobility, rectocele, incompetent rectovaginal fascia, enterocele with vaginal vault and prolapse post hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient underwent mesh revision/removal on (B)(6) 2006 and on (B)(6) 2012 due to erosion of mesh and the patient also underwent mesh removal and fascia sling in (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent exam under anesthesia, exploratory laparotomy, evacuation of suprafacial and subafascial hematoma in the space of retzius, replacement of gore-tex suture on the left side of the rectus fascia sling, placement of floseal and cystoscopy on (B)(6) 2013 due to pelvic hematoma in the space of retzius not responding to conservative treatment and likely pelvic infecton. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent a laparoscopic sacrocolpopexy with restorelle-y mesh, due to pop and obstructed defecation on (B)(6) 2015. No additional information was provided.